Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported issue could not be duplicated. The ventilator passed pre-use check and was cleared for clinical use. No parts were replaced. The evaluation of received ventilator logs confirms a single occurrence of the reported technical error codes and a stop of ventilation. The technical error codes indicate disabled valves and a control pcb (printed circuit board) communication failure with the monitor pcb. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. The conclusion in this matter is that the reported issue was confirmed in the received ventilator logs but could not be reproduced during the investigation. The cause of the reported failure has not been established.

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. There was no patient harm. Manufacturer's ref #: (B)(4).